Event description:
It was reported that there were telemetry issues. It was reported that the patient was in over-discharge and that they did a physician mode recharge (pmr) but were only able to get a maximum of two bars for recharging. The patient was not able to continue to recharge after this occurred and the battery went back into an over-discharged state. The patient stopped charging in (B)(6) 2011. A loss therapeutic effect due to a lead migration in (B)(6) 2010 was reported. After 2 pmrs, the patient received reposition antenna screen and got a reading of 64. The normal recharge screen was not staying on. Patient must do physician mode recharge and recharging consecutively.

Manufacturer narrative:
(B)(4).